Event description:
It was reported that the patient had endocarditis of a prosthetic valve and vancomycin-resistant enterococci (vre). The device system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information:sex, date of birth . If information is provided in the future, a supplemental report will be issued.